Event description:
Report received from the USA stating that there was a damaged component- hole/cut in hose. It is unk if the device was being used during surgery. It is unk or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).